Manufacturer narrative:
No frozen display noted. No button error alarm noted. All buttons function properly; however the insulin pump had moisture damage on up arrow keypad trace. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 140 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.